Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed chiller pump. The video samples were evaluated. Video "1. Checking chiller frame" shows ice on the copper tubing of the chiller assembly, indicating that the chiller unit was working correctly. Video "2. Checking chiller pump" shows that water would not come out of the chiller pump when run in manual mode. The video samples confirm that the chiller pump had failed. Per follow-up email, water temperature did not drop while being used in cooling mode. They completely drained the water out and refilled it. After refilling, they connected a drain tube to the chiller tank drain port to see if there was still water in the tank. Water came out from the chiller tank's drain port, mixing pump operates effectively. After removing the shell, they visually inspected the chiller frame. Ice is visible on the copper bar, evaporator still working (video 1. Checking chiller frame). They removed the pipe and turned on the machine to see if water was coming out of the chiller pump or not (2. Checking chiller pump). No water came out, the chiller pump does not work. The customer would arrange to send the sample back. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device had water temperature which did not drop while it was used in cooling mode. Customer was concerned that the patient might not be able to reduce fever in time.

Event description:
It was reported that the arctic sun device had water temperature which did not drop while it was used in cooling mode. Customer was concerned that the patient might not be able to reduce fever in time.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.